Event description:
It was reported that when using the bd pyxis¿ es server epic orders were not crossing over to the device. The customer informed that the site was experiencing a network outage, and this issue was affecting multiple facilities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the electronic privacy information center (epic) orders were not crossing over to station. A technical support specialist identified intermittent connections to both the application server and the database server, with drops occurring every five minutes, and determined the root cause to be a hospital side network issue confirmed by hospital information technology team (hit), restarted services, ran the downtime query, and attempted the interface utility deployment, which failed due to the unstable network. Hospital information technology team (hit) also reported patient and order delays. After escalation, integration engineering support team (iest) confirmed messages began crossing, though processing was delayed due to a backlog of 6,000 messages, verified that carefusion coordination engine (cce) messages were current and advised the customer to allow time for the queue to clear. The customer acknowledged, and after 48 hours of monitoring, the issue was fully resolved with no further delays reported. The system functioned as intended after the technical support specialist troubleshot the device.